Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell and leak was present. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to fluid loss as the reservoir was empty. There was a hole in the reservoir. A new inflatable penile prosthesis reservoir was implanted. There were no further complications.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to fluid loss as the reservoir was empty. There was a hole in the reservoir. A new inflatable penile prosthesis reservoir was implanted. There were no further complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of fluid loss, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of fluid loss cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to fluid loss as the reservoir was empty. A new inflatable penile prosthesis reservoir was implanted. There were no further complications.